Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. As a lot was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. On what date did the explant take place? What was the device size implanted (number of beads)? Was this the clasp linx or the suture linx? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that a linx removal was due to dysphagia. Device was moved a couple of weeks ago. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2018. Additional information was requested, and the following was obtained/received: on what date did the explant take place? Hospital only willing to tell us it was (B)(6) 2018. Unwilling to give us exact date. What was the device size implanted (number of beads)? Lx13, implanted (B)(6) 2013. Was this the clasp linx or the suture linx? Do not understand question. Code lx13 should provide the answer. Did the patient have an autoimmune disease? Hospital unwilling to provide information is the patient currently taking steroids / immunization drugs? Hospital unwilling to provide information. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Hospital unwilling to provide information. Did the dysphagia improve after the device was implanted initially? Yes. Were there any intra-operative complications during implant? Hospital unwilling to provide information. Was there any hiatal or crural repair done at the same time as the implant? Hospital unwilling to provide information. What was the reason for removal of the linx device? Dysphagia. Was the device found in the correct position/geometry at the time of removal? Hospital unwilling to provide information. Product not available for return.